Manufacturer narrative:
Block g6: type of report follow up # 3 for 3006722112-2023-00129. Correction: block: h6: evaluation method codes, evaluation result codes, evaluation conclusion codes. Block: h11 the overstitch sx endoscopic suture system needle driver and anchor exchange were returned and analyzed. Under microscopic analysis, the needle body is straight. When the handle was depressed, the needle body tip entered the inspection pin hole without bending or flexing. When the needle driver was actuated, the anchor engaged to the needle body. The anchor exchange release button was within the appropriate travel distance of the release handle. The sample anchor was inserted into the receptacle for testing; when the release button was pressed, the anchor released. A tube was used to test the straps by wrapping them around the channel and the straps did not hold. The complaint has been verified as during functional evaluation; the straps would not adhere to the channel. Labeling review: a labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Risk review: a risk review was completed and confirmed that the event of strap slippage of device or device component and additional device required were defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of adverse event related to procedure. This conclusion was selected because lab analysis was able to replicate the reported event of overstitch-endcap strap breakage/slippage, as the straps would not adhere to the channel. The user effect of overstitch-endcap strap breakage/slippage is known and labeled possible adverse event. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.

Event description:
This event was previously reported by apollo endosurgery, inc. The initial (may 26, 2023) and supplemental (june 20, 2023) medwatch reports were submitted under number 3006722112-2023-00129. Device fell off scope - sticky tabs not adhering. On 25/may/2023 additional information: - stent placed, boston sci clips placed to secure in lieu of endostitch and found out that the patient passed away due to a chronic condition. After additional review, it was determined that the patient death was not related to the device or the procedure. It was confirmed by the physician that the cause of death was the patient's underlying chronic conditions of chronic pancreatitis, liver cirrhosis, hepatorenal syndrome and esophageal dysphagia.

Event description:
This event previously reported on may 26, 2023 (initial) and june 20,2024 (supplemental #1), by apollo endosurgery inc MFR. Report # 3006722112-2023-00129. Device fell off scope - sticky tabs not adhering. On 25/may/2023 additional information: - stent placed, boston sci clips placed to secure in lieu of endostitch and found out that the patient passed away due to a chronic condition. After additional review, it was determined that the patient death was not related to the device or the procedure. It was confirmed by the physician that the cause of death was the patient's underlying chronic conditions of chronic pancreatitis, liver cirrhosis, hepatorenal syndrome and esophageal dysphagia.

Manufacturer narrative:
Block g6: type of report follow up # 2 for 3006722112-2023-00129 . Correction: block: b1, b2, b5, b7, h6. Block h11: supplement 01 medwatch submitted to the FDA on 20/jun/2023. A DHR review was completed for lot number, 2023010305. The subject product met all specifications and requirements in effect at the time of manufacture. There was two other complaint in the apollo database against this lot number 2023010305, and allegation. Device evaluation summary: the devices were returned to the apollo device analysis laboratory on 05/june/2023. A needle driver and anchor exchange was received for evaluation. The suture is in the channel and there is a cinch plug on the distal end. The returned anchor exchange was used to remove the anchor from the needle body for functional testing. Under microscopic analysis, the needle body is straight. An inspection pin was installed onto the anchor exchange channel of the endcap. When the handle was depressed, the needle body tip entered the inspection pin hole without bending or flexing. The sample suture anchor was loaded into the anchor exchange, and the exchange was advanced into the endcap holder. When the needle driver was actuated, the anchor engaged to the needle body. This test was successfully repeated several times. The anchor exchange release button was within the appropriate travel distance of the release handle. Under microscopic analysis, the inside of the receptacle was observed while pressing the release button. The latch, hard stop, and opener were all observed; the opener passed under the latch while advancing towards the distal end of the receptacle. The sample anchor was inserted into the receptacle for testing; when the release button was pressed, the anchor released. A tube was used to test the straps by wrapping them around the channel and the straps did not hold. An attempt was made to wipe down the straps; however, they would not adhere to the channel when tested a second time. The complaint has been verified as during functional evaluation; the straps would not adhere to the channel. On 25/may/2023 additional information: - stent placed, boston sci clips placed to secure in lieu of endostitch and found out that the patient passed away due to a chronic condition.